Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced right leg weakness after implant. In turn, the patient underwent surgical intervention on (B)(6) 2017 at which time the same lead was relocated. Reportedly, the issue resolved following the procedure.